Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they believe they are allergic to some material on the pod and had an infection at the infusion site on their abdomen. The patient reported having three visits to their doctor¿s office to provide guidance in the last three weeks. The patient¿s symptoms included a fever, pain in the affected area, redness, lumps, irritation, and hard to touch. The patient¿s diagnosis was cellulitis and likely and allergy to a pod component, although the doctor is unsure of the allergy. The patient mentioned having many allergies, band-aids being one of them, which is why they suspected it may be an allergy to the material. The patient was prescribed antibiotics to treat the infection. The patient is currently not using pods and has changed to insulin pens.